Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11888. It was reported that the patient presented in clinic experiencing episodes of dyspnea. Upon review, the left ventricle lead was not pacing. Chest x-ray revealed that the lead was dislodged. On (B)(6) 2020 the lead was explanted and replaced. Also, during the procedure blood clot was noted on the implantable cardioverter defibrillator (ICD) header right ventricle port resulting in high pacing and defibrillation impedance on the right ventricle lead. The ICD was explanted and replaced. Patient was stable before, during, and after the procedure.